Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that an alert was recorded for this patient due to right ventricular (rv) lead high shock impedance out-of-range of over 200 ohms. The patient's data indicates that at the implant testing, shock impedance was at 50 ohms. Technical services (ts) reviewed the case and noticed varying shock waveform on the electrogram and was not sure if there is connection issue or a lead integrity issue. Subsequently, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to the mentioned issue. Reportedly, upon the explant procedure, the physician noticed that the rv lead pulled out with gentle traction, and suspected a set screw issue with this crt-d's right ventricular port. Once the leads were connected to the new crt-d, adequate lead measurements were noticed. No defibrillation threshold tests or commanded shocks were performed in this case. No additional adverse patient effects were reported. This product is expected to be returned.

Event description:
It was reported that an alert was recorded for this patient due to right ventricular (rv) lead high shock impedance out-of-range of over 200 ohms. The patient's data indicates that at the implant testing, shock impedance was at 50 ohms. Technical services (ts) reviewed the case and noticed varying shock waveform on the electrogram and was not sure if there is connection issue or a lead integrity issue. Subsequently, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to the mentioned issue. Reportedly, upon the explant procedure, the physician noticed that the rv lead pulled out with gentle traction, and suspected a set screw issue with this crt-d's right ventricular port. Once the leads were connected to the new crt-d, adequate lead measurements were noticed. No defibrillation threshold tests or commanded shocks were performed in this case. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator (crt-d) was thoroughly inspected and analyzed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Proper operation of the pacing, sensing, and shocking functions of the device were confirmed.